Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and found to have grip input disk 7 completely broken into pieces inside and detached from the housing while input disk 6 cracked. Other backend components adjacent to the broken inputs show damage which may indicate potential improper reprocessing. The grip cable for input disk 7 was dislodged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip tightly. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.